Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to fire.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip got stuck on the catheter and was unable to fire. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to fire. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no discernable problems were observed on the clip assembly. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip unable to fire was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip got stuck on the catheter and was unable to fire. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.